Event description:
The device was being used and started to overheat while at the end of procedure. Physician removed device and used another reprocessed device to finish the procedure. Device was picked up for qa evaluation by the ascent rep.